Manufacturer narrative:
The returned catheter was reviewed and breakage of the tubing was confirmed. The tubing had separated at the inverted triangle portion of the overmolded extension set. The area of separation had a jagged edge when reviewed under magnification. Based on the event description and returned product, a potential causes for catheter breakage is the application of excess tensile (pulling) force to the catheter. Such excess force can be related to catheter securement techniques, improper maintenance, or advancing/removing the catheter or stylet despite resistance. Additionally, the application of excess pressure can weaken the catheter tubing. This can happen as a result of flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
PICC snapped during patient care when patient kicked his leg.